Event description:
The reporter stated that the patient had a spinal surgery procedure for radiculopathy using a synthes plate. This plate was removed and a manta ray plate was placed in late 2009. About three to four weeks after this surgery, at a routine post operative visit, it was seen on x-ray imaging that one lower screw had backed out of the plate by a few millimeters. The patient did not return to the surgeon for follow up visits. Integra has requested additional clinical information from the reporter

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.